Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00467 and 00468) submitted for a device related to the same patient.

Manufacturer narrative:
In addition, as initially reported the patient did not experience a hemorrhagic stroke (hcva), but rather a "confirmed ischemic stroke (icva)". This change does not affect the reportability of the file. The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. This is one of two reports (3007042319-2013-00467 and 3007042319-2013-00468) submitted for a device related to the same patient.

Event description:
Approximately one day after implantation the patient awoke complaining of blurred vision and lateral depth and field deficit of the left eye. A CT of the head confirmed a hemorrhagic stroke (hcva) of the acute right posterior temporal and occipital; and inferior parietal lobes. The patient¿s inr at the time of the event was 1.0. They were started on aspirin on the first post-operative day. The patient was discharged eleven days later without any visual impairment.